Event description:
During an attempt to place 2-3 coronary stents at the target lesion site located in the saphenous vein graft to the diagonal branch, it was reported that the pt experienced chest pain during predilation of the target lesion using an nc ranger balloon catheter. However, adequate ptca results were obtained. Prior to advancing a coronary stent with delivery system to the target lesion site, the physician removed the stent from the balloon catheter and remounted it onto the nc ranger pre-dilation balloon catheter. The modified sds was successfully advanced to the target lesion; however, the guide catheter disengaged from the vessel and everything prolapsed out into the distal aorta. This resulted in the stent becoming dislodged from the balloon catheter and embolizing within the distal system. There were no reported attempts to retrieve the stent. Subsequently, the physician removed 2 possibly 3 stents from the sds and remounted them onto other balloon catheters and successfully deployed them at the intended target lesion sites. There were no add'l complications reported relative to this event.